Event description:
It has been reported to philips that the image disk was full - x-ray was disabled. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk was full, and x-ray was disabled. Upon functional testing, fse found that there was issue with ippc hard disk. The fse replaced the ippc hard disk. After replacement, the system returned to use in good working order. Later, a similar issue was reported, and the engineer replaced the ippc to resolve the issue. The codes were updated based on the investigation outcome.